Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature started drifting up overtime and was reporting high in the temperature sensing foley catheter. The affected lots were (lot: ngfp1493, lot: ngfs0606, lot: ngfs0588).

Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. A 3 way, all silicone, temp sensing, foley catheter was returned without packaging. No damage to the temperature sensing cable was noted. The catheter shaft was noted to have small damage. The device is designed for both treatment and diagnostic use. Unable to determine for which purpose it was used, based on the reported event. Catheter damage was photographed using microscope. Using a multimeter the catheter resistance was measured and found to be 2.62 k ohms, meeting specification. Catheter was placed into a water bath warmed to 25 degrees celsius. The resistance was measured and found to be 2.300 k ohms. The catheter was then plugged into the sensica kilo device. The initial temperature displayed was 24.7 degrees celsius. The temperature displayed then began to rise, while the the water bath temperature remained at 25 degrees celsius. After the displayed temperature reached 31.0 degrees celsius a timer was started. After 26 minutes the displayed temperature rose to 42.0 degrees celsius. At the 26 minute mark the catheter was unplugged from the sensica device to remeasure the resistance. The resistance was measured to be 1.34 k ohms. Catheter was then plugged back into the sensica device. At the 30 minute mark the displayed temperature began to drop and fluctuate between 37 and 40 degrees celsius. The catheter was unplugged from the sensica and removed from the water bath. Resistance of 1.34 k ohm equate to a calculated temperature of 37.26 degrees celsius. Thermistor temperature coefficients (a,b, and c) are listed in the thermistor raw material specification . Calculated temperature does not meet specification. The water bath was heated to 37 degrees celsius. The catheter was submerged and the resistance was measured using a multimeter. The resistance was measured to be 1.375 k ohms. The catheter was then plugged into the sensica kilo device. The initial temperature displayed was 39.0 degrees celsius. A timer was started. The displayed temperature was 42.0 degrees celsius after 1 minute. The temperature rose out of range of the device and asterisks were displayed after 2 minutes. The temperature display was constant as asterisks. After 4 minutes the catheter was unplugged from the sensica. At the 4 minute mark the catheter was unplugged from the sensica device to remeasure the resistance. The resistance was measured to be 1.368 k ohms. Resistance began to rise. At the 8 minute mark the resistance was measured to be 1.377 k ohms. Resistance of 1.368 k ohm equate to a calculated temperature of 36.75 degrees celsius. Thermistor temperature coefficients (a,b, and c) are listed in the thermistor raw material specification. Calculated temperature does not meet specification. The catheter was taken out of the water bath and allowed to cool for 10 minutes. After 10 minutes the catheter was placed into the water bath and was plugged into a criticore monitor. The initial temperature reading was 36.4 degrees celsius. After 10 minutes the temperature reading was 36.6 degrees celsius. It is confirmed that connection to the sensica kilo device was causing the catheter to self heat. As the cause of the thermistor and silicone damage is unknown, the reported event will be confirmed cause unknown. As the damage to the catheter is also a cause of erratic display. Potential root causes for this failure mode could be, ¿long shaft / short thermistor¿, "damaged thermistor", and "catheters are excessive pulled in cleaning. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." Corrections: d, g, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature started drifting up overtime and was reporting high in the temperature sensing foley catheter. The affected lots were (lot: ngfp1493, lot: ngfs0606, lot: ngfs0588).